Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during treatment his cycler alarmed. He discontinued treatment. When he removed the cassette he found fluid leaking from a tear in the membrane. The cassette was discarded. During follow up the patient reported he had no complications from the event.